Event description:
The customer contact reported the homecare pt's delivery finished sooner than expected. The tubing set was being used to deliver 2260 ml of tpn via an aim plus pump for a duration of 12 hrs. Approx 9 hrs after the infusion was started, the pump alarmed for air in line. The bag was reportedly empty. The customer contact stated, "the infusion ended 3.2 hrs too soon." There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted.